Event description:
Contact reports that during mis surgery at l4-s1, the final lateral x-ray showed the l5 set screw was displaced and sitting perpendicular to the rod instead of parallel. The set screw, rod and viper x-tab polyaxial screw were removed and replaced intra-operatively. It was noted that the set screw threads had broken off from the screw and into the screw head of the concomitant device x-tab polyaxial screw (whose threads were damaged). During reinsertion of the screws, the tip of set screw inserter broke off in the set screw at l4. The broken tip and the set screw were retrieved. Lastly, the guidewire sheared off approximately 50mm from its distal end in the l5 pedicle. The broken piece remains in the patient. The remaining portion of the guidewire was discarded. The difficulties resulted in a delay of approximately ten minutes. It was reported that there were no adverse consequences to the patient. This medwatch report is being filed for the set screw with the torn threads. See mfg medwatch report no. 1526439-2013-22021 for the set screw inserter. See mfg medwatch report no. 1526439-2013-22023 for the guide wire that broke. Concomitant devices: viper x-tab polyaxial screw, 186770045, qty = 1. Viper rod, catalog number unknown, qty = 1. Additional viper single inner set screws, 186715000 x 3.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned set screw found its threads to be stripped/torn. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. A twelve month review of complaint trends found no significant issues. Although the root cause cannot be positively determined, the damage appears to be related to inadvertent cross-threading during attempted insertion. No corrective action/preventive action is required as there has been no issues identified in the manufacturing or release of the device and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.